Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for neuropathic pain. It was reported that the shape of the lead¿s tip had an anomaly. The physician visually confirmed the reported product. The attending physicians suspected that the nurse probably applied load on the lead by mistake during the procedure. A backup product was unpacked and the reported product was confirmed. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the lead found no anomalies. Analysis of the stylet returned with the lead found the stylet wire was bent. Please note that (B)(4). No longer apply to this report. If information is provided in the future, a supplemental report will be issued.